Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the product labeling will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill two on the home choice (hc). During troubleshooting it was discovered that the hp disconnected from the hc, did not put a flexi cap on the patient line and then reconnected. The tsr explained the proper disconnect and reconnect procedures. The technical service representative (tsr) advised the home patient (hp) they would need to start over with new supplies or use manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.